Manufacturer narrative:
(B)(6) 2021 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead explanted. Upon receipt, the lead under complaint was found cut 11.5cm distal to the is-1 connector pin. A proximal fragment (including the yoke and connector pins) and a distal fragment (including the rv shock coil and the lead tip) were returned for analysis. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular between 36.5cm and 34.5cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a stretched rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to noise. No adverse patient events reported. Should additional information become available, it will be added to this file.